Event description:
It was reported that there was an issue with nx904-e.motion ps pro men.comp.f4/f4n r 10mm. According to the complaint description, specifically it was reported that dislocation of the implant has been occured. The revision surgery is scheduled for (B)(6). The additional information received us on 02nd nov 2021 that there was no indication for any grounds as problems with the implant,physical appearance and function according to the surgeon. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00724 ((B)(4)). 9610612-2021-00739 ((B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information - d9, e1 (phone and fax), g2 (added distributor). Investigation results: visual investigation: the bottom side of both meniscal components shows visible damages. The provided components were examined visually and microscopically. Only on the bottom on both meniscal components there are visible scratches/imprints. The definitive origin of these several damages remains unclear. Probably these were created after the dislocation. The gliding surfaces are without any damages/signs of wear. There are no hints/signs of a product/material failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2021-00724 ((B)(6) nx804). 9610612-2021-00739 ((B)(6) nx904).